Event description:
Physician reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, b5, d9, e1, g1, h3, h6;

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "animation deformity." Patient undergone capsulectomy. Device has been explanted and replaced.